Event description:
There was no information regarding the pt. The target lesion was unknown. The target lesion was slightly calcified, but not tortuous. The vessel was a thrombotic lesion. The % of stenosis was unknown. It was an emergent case. Pre-dilation was conducted with a balloon (1.5mm/length unknown). Inflation time and pressure were unknown. A 2.5 x 18m cypher stent was delivered to the target lesion without problem and inflated at the target lesion. However, while inflating the balloon, the physician felt the pressure was leaking and had to keep turning the knob of the inflation device. The stent was able to be deployed. Post-dilation was conducted with a balloon (2.5mm/length unknown). Inflation time and pressure were unknown. The procedure was successfully finished. After the procedure, the proximal seal area was found damaged and blood was found inside the balloon. The shaft was also cracked. There was no reported pt injury.

Manufacturer narrative:
This device is distrubted outside the united states; however, it is similar to the united states product. The product is available for analysis. Additional info will be submitted within thirty days upon receipt.